Manufacturer narrative:
Insulin pump alarmed prime during the prime test due to faulty force sensor. Insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed an a-33 error. The blood glucose reading was 127 mg/dl. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)